Event description:
A malfunction was reported when the pump started, preventing access to the pump. There was no reported impact on the customer's blood glucose level. The device was set to be returned, and a replacement pump with a new serial number was provided.